Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and a pinhole was noted near the balloon shoulder. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.